Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that blood glucose went high after changing complete set reported that it may have been due to scar tissue. Customer's blood glucose was 445 mg/dl and was treated with manual injection. Customer declined troubleshooting for high blood glucose.